Event description:
Spontaneous; pt reports defective cartridges and does not have enough for his next mix tomorrow. Lot #2101979, exp date 05/31/2022. No add'l info available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; but backup did not work. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.